Event description:
The 2004 study by ward kl and hilton p aimed to compare the effectiveness of tvt (using the gynecare tvt device) and colposuspension in a randomized, multicenter trial with a 2-year follow-up. Cystocele, cervical prolapse, rectoceles, urodynamic stress incontinence, suprapubic extruation, uti are reported.

Manufacturer narrative:
The product was not returned. Based on the available information, it has been determined that no corrective or preventive action will be proposed at this time. This complaint will be documented and monitored through post-market surveillance activities. If additional information becomes available, the investigation will be updated as necessary. The manufacture internal complaint number is (B)(4).

Manufacturer narrative:
Correction: g1 addtional information h11 an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. The internal complaint number is (B)(4).